Event description:
It was reported by the customer that a bd pyxis¿ medbank drawers were not open during issuing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A technical support specialist (tss) reset the cubex application, which resolved the issue. Following the reset, the user was able to proceed with issuing medications successfully. The system functioned as intended after the technical support specialist resolved the issue.